Event description:
It was reported that a device fracture occurred. The 60% stenosed target lesion was located in the moderately calcified and moderately tortuous vessel. The 2.50 mm x 15 mm maverick 2 balloon catheter was selected for pre-dilatation of the target lesion. During an attempt to advance the device, the catheter shaft broke in a location outside the patient. The device was removed and the procedure completed with another balloon. There were no patient complications reported. It was further reported that the target lesion was located in the left anterior descending artery.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an incomplete maverick 2mr balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 59.4cm from the strain relief. There were two additional separations to the hypotube and the sections returned were 3.4cm, and 5.5cm in length. The separated ends were jagged and sharp indicating the device was kinked prior to separation. The device was returned missing the distal portion of the device from the proximal end of the midshaft bond to the tip of the device.

Event description:
It was reported that a device fracture occurred. The 60% stenosed target lesion was located in the moderately calcified and moderately tortuous vessel. The 2.50 mm x 15 mm maverick 2 balloon catheter was selected for pre-dilatation of the target lesion. During an attempt to advance the device, the catheter shaft broke in a location outside the patient. The device was removed and the procedure completed with another balloon. There were no patient complications reported. It was further reported that the target lesion was located in the left anterior descending artery.

Manufacturer narrative:
H6 evaluation conclusion codes: corrected.

Event description:
It was reported that a device fracture occurred. The 60% stenosed target lesion was located in the moderately calcified and moderately tortuous vessel. The 2.50 mm x 15 mm maverick 2 balloon catheter was selected for pre-dilatation of the target lesion. During an attempt to advance the device, the catheter shaft broke in a location outside the patient. The device was removed and the procedure completed with another balloon. There were no patient complications reported.

Event description:
It was reported that a device fracture occurred. The 60% stenosed target lesion was located in the moderately calcified and moderately tortuous vessel. The 2.50 mm x 15 mm maverick 2 balloon catheter was selected for pre-dilatation of the target lesion. During an attempt to advance the device, the catheter shaft broke in a location outside the patient. The device was removed and the procedure completed with another balloon. There were no patient complications reported.